Manufacturer narrative:
The service provider tested the device on 10/07/2020. The test report was received by zyno medical on 12/10/2020. The pump failed the flow rate test with a flow rate deviation of -9.98%, which is outside of the ± 5% specification. The pump had an under-infusion issue. The reported over-infusion issue was not confirmed. The pump was recalibrated and tested to meet full specification.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00033).

Manufacturer narrative:
The device has not been returned for evaluation yet.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and stated that "pump (B)(4) finished an infusion in 45 minutes when it should have taken two hours". The device operator was a registered nurse. No information was provided for the medication that was being infused. There was a patient involved. The patient was not harmed or injured.